Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system randomly shuts off and does not turn back on unless fully unplugged and replugged. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was shutting off due to low voltage from the original power outlet. A field service engineer verified the issue, checked the outlet voltage, and identified insufficient power. The device was plugged into a different outlet with proper voltage, and a backup battery (353526-01) was replaced to resolve the problem. The system functioned as intended after the field service engineer repaired the device.